Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months,there were five air leaks in november and seven in december. (B)(6) 2019 increasing subcutaneous emphysema overlying the left neck and chest wall. There is a 1.9 cm left apical pneumothorax. There is also a 7 mm left basilar pneumo. Chest tube ultimated removed and discharged to home on (B)(6) 2019.